Event description:
Info received indicates the brake caster wheel will lock when the brake is set, but the caster would rotate if pushed on from the side of the stretcher.

Manufacturer narrative:
The technician replaced the caster to repair the stretcher.